Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. It was noted that the laser power setting was lowered during the same acquisition but that it did not reduce the cold pixels. No patient complications were reported in relation to this event.